Event description:
Dealer stated that the legs on shower chair allegedly collapsed on the consumer. (B)(4). No injury is alleged.

Manufacturer narrative:
The consumer is a (B)(6) male. The 9780 ivc-I fit shower chair has a weight limitation of 400 pounds. The dealer stated that the consumer installed the legs on the shower chair, out of box and the legs allegedly collapsed when he went to transfer onto the bench. The owner's manual part number 1122173 was issued with this device. The owner's manual is also found on-line at invacare.com. The owner's manual instructs for installing the legs, "push the leg down into the socket until it is fully seated and the locking tabs are through the socket tab windows. Pull up on the leg to ensure that it has "locked" into place". It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The owner's manual comes with the warnings, "always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately. This product should only be used with tub floors wider than 16-inches. The shower chair is not to be used as a transfer bench, transfer device or climbing device. After any adjustments, repair or service and before use, make sure that all parts are properly installed and secure".